Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿confirm that the electrical contacts inside the video connector of the videoscope are not damaged.¿. We believe that the communication error between the scope and the concomitant device occurred due to the succumbing of the terminal inside the video connector socket, causing a malfunction phenomenon. It is inferred that terminal buckling was caused by the scope used in the combination and occurred in the following order. When inserting the scope connector into cv-170's scope connector socket, the missing part of the scope connector ends caught in the terminals inside the scope connector socket in cv-170. The terminal inside the scope status socket of cv-170 was pushed back and the terminal buckled because the scope connector was further inserted with the inserted scope connector and caught. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. While evaluating the device, the user report of the device not functioning was confirmed. A bent pin was discovered inside the video connector causing no image with the scope. Additionally, the front panel was also damaged. The device was repaired, successfully tested and the unit was returned to the user facility. If additional information becomes available following device evaluation, a supplemental report will be filed. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
It was reported that the olympus video system center is broken. There was no patient harm or consequence reported as a result of this event.